Event description:
It was reported that the pump exhibited check clutch and plunger lever message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the l-bracket back plate release tab broken off, the bottom case was cracked at l-bracket mounting surface, and the right plunger case broken at top surface. A review of the event history log identified check clutch / plunger lever error. During functional testing using the occlusion test, the reported issue was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 9 years old. Replaced lead screw, clutch spring, and both clutch halves due to worn parts.